Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical singapore for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing, calibration testing, outgoing system tests and troubleshoot testing without duplicating the report. An internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.